Event description:
It was reported that the pt was exhibiting the symptoms of a non-functioning valve, so the shunt was explanted.

Manufacturer narrative:
The device has not yet been returned to the MFR.